Manufacturer narrative:
Initial report suggested there were no medical intervention or treatment provided; however the current status of the number of patient is unknown. There was no information provided regarding the lot number of the antigen test kit; therefore ihealth labs, inc., could not conclude if the test kit was a counterfeit product or not. Customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed .

Event description:
"Hello! I'm calling because I'm traveling with a friend today. Just a friend, not a romantic partner, and just as a precaution, she was having a sore throat. I asked her to take a test, came out negative. She hasn't thrown it away, and about an hour later glanced at it, and saw that there was a faint line indicating that it was positive. Since then she's taken 2 more tests, I think, with your company and another one, and one this morning they've all turned out negative. I just want to be reassured that was. You know that because it was about an hour after she had taken the test that I think lines showed up. So am assuming that is just an inaccuracy, because it was past the time, but I would like to be reassured of that. If you can give me a call back. My name's (B)(6). My phone number is (B)(6). It's my professional line, but you're welcome to leave a message, and you can also text me at this number. Thank you".